Event description:
The customer reported a right and left communication failure error displayed on the system. No pt injury was reported.

Manufacturer narrative:
The ge service rep erased nodes and reloaded cal files. System is operating as intended.